Event description:
It was reported that the patient went into surgery for hardware removal of the distal radius plate and associated hardware. It is the patient had been experiencing pain and/or other symptoms due to the implants. The surgeon removed synthes hardware consisting of one ti volar distal radius plate left and two unknown titanium screws. The original date of implant is unknown but was approximately twenty years ago. The original surgery was performed at another facility. During the explant procedure on (B)(6) 2015, it was noted that the two unknown titanium screws had backed-out. The recesses of the two unknown titanium screws were stripped out so the surgeon used a competitor¿s diamond tip drill to drill out the heads of the screws. Furthermore, the screws were cold-welded to the plate which made removal more difficult. The surgeon was able to complete the procedure with back-up devices. There was a 13-minute surgical delay reported due to the difficulty removing the hardware. There were no fragments generated or left in the patient. There was no surgical or medical intervention required and the surgery was successfully completed. It was reported that there was no infection. The patient outcome status was reported to be good. This report is for two, unknown titanium screws. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Patient weight was not provided by reporter. Event date of (B)(6) 2015 relates only to the difficulty removing screws during explant surgery. The date the screws became loose is unknown. Date of implant was reported as approximately 20 years prior to (B)(6) 2015. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.